Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a regulatory body that the bur was broken during use. The bur had been in use for approximately 15 minutes before it was broken. There was no patient impact.